Event description:
The dentist reported that the implant that was placed in tooth site # 22 did not integrate when the patient presented with infection.

Manufacturer narrative:
Visual inspection by the complaint investigator of the returned bost32113i t3® non-platform switched tapered implant 3.25 x 11.5mm was intact, no fracture condition was observed. No anomalies or defects were observed. DHR from this lot has been reviewed and no non-conformity related to this issue was found. Irradiation certificate has been reviewed and no non-conformities were found. No deviations were identified through the investigation performed that may have contributed with the ni/li plus infection. A technical root cause cannot be determined. (B)(4). (B)(6).